Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Lateral rhead packaging breach. Two different packages were involved. The outer packaging was intact for both, but inner packages were breached. Sbi is currently conducting a recovery of packaged product associated with the packaging breach. This activity will repackage sbi product with a (2) year expiration date. Concurrently a new package design is under validation

Event description:
Lateral rhead packaging breach. Two different packages were involved. The outer packaging was intact for both, but inner packages were breached. Sbi is currently conducting a recovery of packaged product associated with the packaging breach. This activity will repackage sbi product with a (2) year expiration date. Concurrently a new package design is under validation